Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
The patient's mother contacted animas on (B)(6) 2011 alleging a couple of different issue with the pump. The patient's mother reported that the pump randomly rebooted itself 5 times. The reporter stated that the pump would beep once, shut off and then the verify screen would appear. The pump's battery was replaced, but the issue reportedly continued. The reporter also claimed that the pump's up arrow keypad was intermittently unresponsive. The patient stated that the buttons do not always click back and spring as usual. At the time of troubleshooting, the patient denied any physical damage to the pump or keypad. The reporter confirmed there were no visible cracks or signs of damage around the battery compartment or the battery compartment threading and also denied any corrosion in the battery compartment. The patient denied having any blood glucose excursions as a result of the alleged issues. There is no adverse event associated with these complaints.